Manufacturer narrative:
No unresponsive button was noted. All of the buttons functioned properly. No moisture damage or corrosion was noted. However, the insulin pump had cracked battery tube threads, a cracked reservoir tube lip and a scratched case.

Event description:
Customer reported via phone, in the morning customer attempted to turn the light on the insulin pump and customer noticed the down arrow button was unresponsive. Event occurred eight hours ago and now the light turned on by itself. Customer doesn't know blood glucose level. Customer didn't recall any significant events which may have cause the keypad anomaly. The device has never been wet, damaged or had any cracks. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for further analysis. Customer agreed to return the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.